Manufacturer narrative:
(B)(4). S/w unknown retainer ring = black. Customer alleged the pump having moisture damage, cracked battery tube on (B)(6) 2022. After battery installation, pump received with blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to blank display. Pump was cut open to perform visual inspection found moisture damage on the electronics, battery tube, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms blank display is due to moisture damage on electronic assembly, motor, vibrator. Pcba1/pcba2 was cleaned using isopropyl alcohol with no effect. Unit had scratched case, cracked battery tube threads, missing display window cover, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted. Unit blank display due to moisture damage on electronic assembly. Cracked case (battery tube), moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that they ran into water and forgot to remove the insulin pump. The insulin pump was dropped and cracked. Customer reported that they could hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.